Event description:
It was reported that within a day post implant the patient complained of chest pain. After viewing an x-ray and echocardiogram it was confirmed there was blood around the heart, indicating a possible slight perforation by the leads. The patient had tamponade from the possible cardiac perforation. It was noted that the pacing numbers for the leads looked okay. The leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri, implantable pacing lead, (B)(6) 2013. (B)(4).